Event description:
It was reported that the customer was hospitalized with an elevated blood glucose (bg) level of 506 mg/dl, along with nausea, vomiting, headache, and high ketones, which we identified as dangerous by a healthcare professional. Customer was treated intravenously with fluids of saline, insulin and antibiotics. Suspected cause of bg was a kidney infection and the pump shutting down unexpectedly. During troubleshooting with tandem technical support, it was discovered the wake button was sticking causing the pump to be turned off. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.